Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The patient's weight is unknown. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient has been experiencing pain/discomfort at their ipg site due to the location of their ipg. As a result, the patient plans to undergo surgical intervention.